Event description:
(B)(6) 2009 - received total hip replacement in right hip (depuy pinnacle) with recovery as expected - no pain after healing. (B)(6) 2010 - hip dislocated when I took a step to turn to the right. Emergency room doctors could not reduce so was admitted and orthopaedic surgeon performed a closed reduction in the operating room. Received physical therapy for approximately six weeks. Pain in groin and socket area persisted - continued exercises. Contacted doctor in late (B)(6). After describing and discussing the pain I was having, the doctor ordered a blood test to measure ion level. Ion level was slightly elevated (44). So after discussing options and amount of pain it was decided to do a revision due to the belief that the cup or ball may have been damaged when it dislocated. (B)(6) 2011, revision performed - replaced metal cup with plastic, replaced ball. Recovery excellent - no pain. (B)(6) 2011 - hip dislocated while walking forward at home. Reduced in the emergency room. (B)(6) 2011, doctor ordered brace - worn except for sleeping. (B)(6) 2011 hip dislocated while sitting on sofa without brace - reduced in emergency room. (B)(6) 2011 to present wearing brace approximately 20 hours per day. Pain in groin and socket area persists.